Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 544 mg/dl at the time of incident and the current blood glucose of the patient is 145 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the after being above blood glucose of 250 mg/dl range the insulin pump will exit auto mode but that he could not confirm whether auto mode feature was active or not at the time of event.